Manufacturer narrative:
(B)(4). Baxter received the device in question. The eval is not complete. When the eval is complete, a supplemental report will be submitted.

Event description:
It was reported that the device displayed a "constant door not fully latched" message. It was also reported that there was no pt involvement.